Event description:
A baxter service tech reported an infusion pump with a failure code that was found in the device's event history during service. Although attempts were made by baxter's technical support to obtain additional info from the reporting facility, details were not available regarding when the failure occurred, pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.